Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16128068 is 10885403230196. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fat emulsion leaked at the connection between the maxzero¿ and the small-bore extension set after 1.5 hours of use. The maxzero¿ and extension set were replaced and a fluid leak was detected after 3.5 hours of use. Air was noted in the line at the site where the syringe and the maxzero¿ attach to the microbore tubing. The infusion was stopped and the tubing was changed to the bonded maxzero microbore set. There was not cracks noticed when the product was inspected. There was no report of patient harm.